Event description:
It was reported that the patients implantable pulse generator (ipg) only last 20 minutes even with a full charge. Database logs revealed impedances were reviewed and there are low values on electrodes 6 and 7 on the spinal cord stimulation (scs) lead in port b, the database is unable to determine if the low impedances are on the lead or ipg. The patient underwent a scs explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7076999. UDI: (B)(4).